Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b - procode: additional product codes: gbo, lje h3 - device evaluated by mfg? Device evaluation anticipated but not yet begun; awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage set had hair-like fiber within the packaging. As reported, the device did not make patient contact.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. The device was received on 27oct2025. Upon investigation, it was discovered that there was no foreign matter within the device packaging. A tear in the device packaging was observed. However, as the tear was discovered by the distributor, this eliminates the risk the end-user will use the device on the patient. Additionally, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.